Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v902325, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead . (B)(4).

Event description:
Information was received from a healthcare professional that reported the patient whose indication for use is parkinson¿s dual and movement disorders had first started experiencing an infection on (B)(6) 2013. Diagnostics included aspiration of fluid accumulation and extensive causes of antibiotics to treat non-healing wounds. The right side deep brain stimulator lead and battery were removed on (B)(6) 2013 due to infection. The cause of the infection was determined to be pseudomonas aeruginosa. The patient had received a new lead and battery on a later date with no further issues.